Event description:
On (B)(6) 2013, the reporter stated that the nurse pricked her finger with the purple safety shield activation. The needle was pushed into the safety shield against her hand instead of pushing the safety shield onto the needle using the middle finger. The shield broke. The nurse was under treatment. No further information is available.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.